Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported during a lap gastric bypass procedure that the surgeon says that the right outer two most staple rows on the green reload for the echelon long60 did not form. The surgeon was stapling the stomach pouch. The surgeon had to oversew with suture to fix. Reported a strange sound when this firing took place. There was adverse patient consequence.